Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issue. The following information was provided by the initial reporter: ancef hung as secondary line. Rechecked and ancef bag had backfilled with saline until completely full. Unsure if dosage infused completely. No patient harm.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there was back flow could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 23023007 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issue. The following information was provided by the initial reporter: ancef hung as secondary line. Rechecked and ancef bag had backfilled with saline until completely full. Unsure if dosage infused completely. No patient harm.